Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they are in office with the patient and when attempting to communicate with the controller only (caller had done this multiple times), it says to ¿connect recharger¿ and then goes to "no device found". The rep stated that if they do connect recharger (rtm), it will not connect to ins, and stays spinning on "looking for device" and eventually goes to "no device found" and to reposition recharger ¿ the rep did not see al screen at all. The rep had another controller which showed "no device found" when attempting to connect to ins. The rep attempted to use that same controller with another rtm (not the patient's) and was successful in getting to al (with number of 96 or 100) screen. The rep could hear the rtm clicking as expected. Technical services reviewed to continue the passive recharge mode and they may need to do it a second time and hopefully get to a normal recharging screen. Transferred caller to repair for replacement controller and recharger. The rep called back the same day and states that she had done about 7 cycles of passive recharge mode with her controller and rtm and it would not recharge normally. The rep walked through disabling and re-enable (she had to unpair her controller from a previous device first). The patient was then able to recharge normally and the ins was at 80%. The patient was recharging in good samaritan mode. The rep reviewed that she had already spoken to repair and the patient would be getting a replacement controller tomorrow. Technical services reviewed that repair also sends instructions for pairing so the patient will know how to do that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the inability to recharge was that the recharger was not working. The actions taken to resolve the inability to charge was they replace the recharger, and it was working now. Patient weight was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient is having problems with the recharger communicating with the battery. They were instructed to call patient services. The patient still has their recharger. They tried to charge but the patient programmer just kept saying to check the recharge quality. The patient was instructed to take the battery out of the patient programmer and put it back in to see if it would connect but they are getting the same thing. The patient would call patient services and was instructed to call the rep back if they needed to see them. Otherwise, patient services would hopefully help them out. Additional information was received from the patient on (B)(6) 2019. The patient called patient services indicating that there was a no device found screen. The patient reported that everything was working fine but then their implant wouldn't charge. The patient confirmed that their ins is off/depleted. During the call patient services had the patient attempt communication, start a recharge session, and optimize the recharger antenna position on the alert screen 50. The antenna locator (al) screen numbers were fluctuating appropriately and the patient got up to 83 for the middle number. However, they were unable to establish recharging. Patient services reviewed that the patient is welcome to go through more passive recharge sessions if desired on their own and that if the ins didn't start charging normally after the patient attempted to charge longer that they should follow up with their healthcare professional (hcp). The issue began 3-4 days prior to (B)(6) 2019. There were no patient symptoms reported and no complications reported.